Event description:
The customer reported that the unit generated an electrical error code, which is generated by the unit if a motor problem is found at start up. The customer was unable to advise whether or not the message was generated prior to initiating therapy on a pt. No pt injuries were reported.